Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he heard a steam pop while he was ablating near the coronary sinus. Settings during the event include: power control mode with 37 watts settings, temperature of 35 degrees, impedance at 100 ohms, irrigation flow setting of 15 ml/min, st. Jude medical sl 1 of 8 french sheath was used and the activated clotting time was maintain between 200-250 seconds.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant bwi products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a male patient underwent an atrial fibrillation procedure with a thermocool sf nav uni-directional catheter and suffered cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he heard a steam pop while he was ablating near the coronary sinus. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.